Event description:
A (B)(6) female patient contacted zoll lifecor customer support to report that one of her batteries was not holding a charge. Support checked the patient's download and found no associated flags. The patient was provided with a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack (B)(4) is currently underway. The reported problem (battery won't hold charge) has been confirmed. A root cause analysis is currently underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective battery pack. The patient was provided with a replacement battery pack.